Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient reported that infusion set cannula was bent within 3 hours of insertion which led to high blood glucose level of 300mg/dl. The insertion site of the infusion site was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The customer regularly rotates site location. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient country: (B)(6).